Event description:
It was reported that the customer had a motor error alarm occur with their insulin pump. Customer's blood glucose level was reported at 345 mg/dl. Product is being replaced. No further information was provided.

Manufacturer narrative:
The insulin pump passed functional tests. No motor error alarm noted. The insulin pump was received with cracked liquid crystal display window, minor scratched liquid crystal display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.